Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. Patient was doing well postoperatively. The explanted device will be returned.

Manufacturer narrative:
Investigation result: the ipg was returned for analysis. It would not charge despite the multiple charging attempts, and communication could not be established with a known good remote control (rc) or clinician programmer (cp). Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. Device history record: a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Labeling review: a labeling review was performed, and it did not reveal any anomalies as it states: the following medical therapies or procedures may turn stimulation off or may cause permanent damage to the stimulator, particularly if used in close proximity to the device. Investigation conclusion: based on a thorough review of the reported complaint, the allegation of difficult to charge ipg was confirmed. Despite multiple attempts, the ipg still failed to charge or communicate. This investigation will be assigned a probable cause of unintended use error caused or contributed to event.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. Patient was doing well postoperatively. The explanted device will be returned.